Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the superficial femoral artery. A 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, on the second inflation, the balloon ruptured. A 6mmx150mm sterling balloon was then used and the procedure was completed by placing an eluvia stent. There were no patient complications reported.